Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload was pre-fired and engaged in interlock. The reinforcement material and sutures were still intact. The jaws of the reload were open. There were staples protruding from the proximal staple cartridge channel. The anvil clamping mechanism was deformed. Pmv performed functional testing which included the reload was loaded into a pmv device for functional testing. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during an open low anterior resection procedure. The stapling device was being used during the t ran section of the bowel. The stapler was not able to fire. The knife blade would not propel forward when the handle was squeezed. A crunching sound was heard when fired. The surgeon was able to press the green button. Another reload was used to complete the procedure. There was no patient harm. No leak was detected after a leak test was performed. The patient did present 2 days post-op with a leak and was re-admitted into surgery where the physician performed a colostomy. Patient has pre-existing conditions of colon cancer, previous kidney stones and back surgery. The patient status is now doing fine and the doctor is expected to do a reversal soon.